Manufacturer narrative:
A ge svc rep performed an on site investigation. The interlock circuit was repaired and the touchscreen was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9800 system had an interlock and touch-screen failure error messages. No pt injury was reported.